Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2017 with the following findings: review of the black box data did not reveal any records of a ¿no power¿ event. The returned battery cap had damaged threads and there was evidence of moisture contamination on the underneath side of the battery cap. The battery cap contacts measured within the required specifications. A test cap was used to complete the investigation. There was visible evidence of moisture contamination inside the battery compartment. The battery compartment was noted to be cracked. On investigation, the pump intermittently powers with a test battery cap in place. Leak testing revealed moisture leakage at battery compartment crack. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The pump was unable to perform the standard 24-hour exercise during testing due to an intermittent power issue. Intermittent power due to moisture and damage in battery compartment and battery cap was concluded. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.